Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 15 mmol/l at the time of incident. The customer stated that they corrected the blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was present in the long trace file due to severe corrosion on the force sensor assembly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked case on the battery tube area, a faded serial number label, a severe peeling of the serial number label, a peeling end cap address label, corrosion in the battery tube, moisture damage on the motor home switch and corrosion on all electronic assemblies.